Event description:
The patient reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. The pt is able to use the device with the non-functional electrodes deactivated. Explantation/reimplantation surgery is not being considered until next summer. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.